Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, the cause for the reported central ai appears to be long native leaflets overhanging the sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transcarotid tavr procedure, the first 23mm sapien valve was deployed in a 50:50 position. After valve deployment it appeared as if there was significant native leaflet overhang that was causing moderate central ai. Per report, the initial echocardiogram (tee) assessment revealed that the native leaflets were somewhat long. The decision was then made to place a second valve slightly more aortic in order to pin back the native leaflets. The second sapien valve was placed 70:30 aortic, reducing the central ai to mild. The case was noted to have been completed without further incident. Note: this report pertains to the first sapien valve deployed. The central leak was attributed to a native leaflet overhang. The aortic valve was moderately calcified, there was no root calcification, the ejection fraction was 55%, there was no mitral annular calcification (mac) or severe ventricular septal hypertrophy. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted to be good, ventilation was held and there was no loss of pacing capture during deployment.